Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, after specimen removal in upper left resection (1+2), small green piece was found at the bronchial stump by monitor. Green cartridge was used on bronchus at the first firing. After that, cartridges were used on lung parenchyma at the forth and fifth firing. As far as could be seen, all pieces were collected. There was no patient injury.

Manufacturer narrative:
Additional information: d4(UDI), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d4(lot#), d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.